Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the hex wrench had an unspecified fitting issue with the pacemaker set screw, and the set screw was stripped during the tightening process. The pacemaker was implanted. The patient was in stable condition throughout the procedure.